Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6) it was reported that the roller pump module (rpm) serial number (B)(4) used with hl-20 console serial number (B)(4) had intermittent operation with jerking and vibration. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) and the rpm motor was replaced and the issue was resolved. The motor was returned to germany for investigation. The investigation determined that the reported jerking and vibration behavior was only reproducible when the motor was installed in a rpm. There were no abnormalities found in the motor itself. (B)(4).